Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Part: 04.112.620s, lot no :726p402, release to warehouse date:19 march, 2022, expiry date: 01 march 2032, manufacturing site: (B)(4), supplier: synthes USA hq, inc. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient underwent an open reduction/internal fixation of the clavicle on (B)(6) 2022. While the surgeon was fixing the medial fragment with the cs1 plate, the surgeon drilled, measured, and manually inserted the appropriate locking screws with va sleeve. However, the screw had a piece of metal on it and was not torqued. Similarly, when the surgeon drilled, measured, and inserted the relevant product with a va sleeve into another hole, it was torqued and used without problems. The surgeon commented that it happened because the screw went in at a stronger oblique angle than the direction in which it was drilled. The surgeon confirmed by x-ray that there were no pieces left in the patient. There was no problem with bone fixation. There was no surgical delay in relation to this event. No further information is available. This report involves one 2.7mm ti va lcp clavicle plate shaft/ cs1/ left/ sterile. This is report 1 of 2 for (B)(4).